Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, wires broke at the jaw of the prograsp forceps instrument when the surgeon was attempting to grab something. The instrument was replaced with a backup instrument. No fragment fell in the patient and no injury resulted from the instrument break. Later during the same procedure the case was converted to open due to patient anatomy. The disease process was chronic and larger than anticipated. The transverse colon, pancreas, and liver were all in the patient¿s chest. The surgeon called in a secondary surgeon, one of his partners, to complete the surgery open requiring all four hands.